Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A center director reported that a pt who underwent bilateral lasik was diagnosed with inflammation, foreign body sensation, burning sensation, and photophobia in the right eye, at the two day postoperative visit. The pt's visual acuity was not affected. The pt was treated with increased topical steroid drops and an oral steroid. In a f/u, the director reported that the event was completely resolved on the pt's last visit on (B)(6) 2013. No further info is expected.